Manufacturer narrative:
Concomitant medical products: ddmb1d1 ICD, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope. The right atrial (ra) lead had a suspected fracture. High and undefined impedance were noted on the lead. Inappropriate mode switches and noise with movement also occurred. The lead was capped and replaced. No further patient complications have been reported as a result of this event.